Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 6.0 inr. Customer had a lab test within 1 hour and the result was 4.0 inr. Customer tested again after arriving home from the lab and the result was 5.7 inr. All the results were within 7 hours. The customer has a therapeutic range of 2.5-3.5 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no medication changes, no health changes and no symptoms of bleeding or bruising. Customer started a plant based diet a month prior to this test. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field recall - correction/removal report no.